Event description:
It was reported that the right ventricular lead had pacing impedance spikes. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data show various spike increases for maximum ventricular pace bipolar impedance of 437 to 1406 ohms peak between (B)(4) 2011 and (B)(4) 2012.